Event description:
Patient revised for component grinding. **update** 11/15/2011 - medical records were received. The revision operative report indicates that the stem was damaged by some corrosion.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.